Manufacturer narrative:
The reported field event of header anomaly was not confirmed in the laboratory. The device was tested on the bench, and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-02849. It was reported that during device change procedure, the outer insulation of the rv lead was breached when it was pulled out of the device header. The physician stated it was a little bit stuck but came out easily. Lead measurements were normal. Suture sleeve was applied over the damaged area, and the lead was connected to a new device. The patient was stable.